Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly; the pusher assembly was kinked approximately 5.0 and 7.5 cm from the proximal end; the introducer sheath was ovalized approximately 4.5 cm from the proximal end; the coil was intact with the pusher assembly. The pet lock was intact on the proximal end of the pusher assembly; the pusher assembly was kinked approximately 26.0, 51.0, 78.0, 121, and 122 cm from the proximal end; and the coil was intact with the pusher assembly. Both pods' coils, distal detachment tips (ddt), and pusher assemblies outer diameters were measured and found to be within specification. A kink in the proximal shaft approximately 5.0 cm from proximal end was created by penumbra investigator during evaluation. Conclusion: the complaint has been evaluated. The complaint indicated that the patient was undergoing a coil embolization procedure in the hypo-gastric artery using two pod8 coils. During the procedure, the pod8 coils were unable to advance through a non-penumbra device despite multiple attempts and flushing the coils. The two coils were withdrawn from the patient and ruby coils were used to successfully complete the procedure. There was no report of any adverse impact on the patient. Evaluation of the returned devices revealed the introducer sheath of the first pod, and both pods' pusher assemblies were damaged. This type of damage typically occurs due to improper handling during use. If force is applied while manipulating the device at an angle, it is likely that damage will occur. Both pod8 coils, distal detachment tips (ddt), and pusher assemblies outer diameters were measured and found to be within specification. These devices are 100% functionally tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00512.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using pod8 coils. During the procedure, the physician was unable to advance a pod8 coil through another manufacturer's catheter. The pod8 coil was removed and resheathed. The technician then attempted to flush the pod8 coil, however, it would not advance from the orange sheath. The physician used a new pod8 coil and the physician met resistance while advancing. The pod8 coil was removed and the procedure continued successfully using ruby coils. There was no report of an adverse effect on the patient.